Manufacturer narrative:
Date of implant has been corrected to (B)(6) 2011. Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned stem indicated that it had fractured at the lower distal third. Material analysis: a material analysis was performed and indicated the following: "the exeter stem fractured due to fatigue while the taper lock in the head remained intact. A fracture initiated on the lateral edge and propagated medially until ductile overload fracture occurred. An eds spectrum showed that the device was made from the alloy, (astm f1586), designated on the drawing. No manufacturing or material defects were discovered on any of the surfaces investigated here." -clinician review: a review of the provided medical records by a clinical consultant indicated: "this inquiry reports the failure of a total hip arthroplasty due to femoral stem fracture about 10 years post-operative. I can confirm that this event took place since I was able to review an xray that shows the stem fracture. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of stem fracture are multifactorial including surgical and cementing technique, implant factors and patient factors including weight and activity level." -product history review: a review of stryker¿s erp system indicated that devices were accepted into stock. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the patient was revised due to fracture of the exeter stem. Visual inspection of the returned stem indicated that it had fractured at the lower distal third. A material analysis was performed and indicated the following: "the exeter stem fractured due to fatigue while the taper lock in the head remained intact. A fracture initiated on the lateral edge and propagated medially until ductile overload fracture occurred. An eds spectrum showed that the device was made from the alloy, (astm f1586), designated on the drawing. No manufacturing or material defects were discovered on any of the surfaces investigated here." A review of the provided x-ray image by a clinical consultant also confirmed the event but a root cause could not be determined from the information provided. It was reported that the patient suffered a minor fall. This trauma may have contributed to the event. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported "the exeter stem was implanted 10 years ago, patient never satisfied. Patient had a minor fall and the stem broke approx. A week ago. Revision surgery planned for today."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported "the exeter stem was implanted 10 years ago, patient never satisfied. Patient had a minor fall and the stem broke approx. A week ago. Revision surgery planned for today."